Manufacturer narrative:
Siemens technical assay specialist (tas) was notified by the customer that they were incorrectly using the hemoglobin a1c_3 assay on the advia chemistry xpt instrument and not following the instructins for use (IFU) provided with the assay. The hemoglobin a1c_3 assay IFU does not ask for samples to be prediluted prior to running on the instrument. Siemens tas was also informed that the customer has been using the method and is aware of the IFU and to not contact the customer for patient data. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer is incorrectly diluting patient samples for hemoglobin a1c_3 prior to testing on an advia chemistry xpt instrument. Samples with values greater than 6% for hemoglobin a1c_3 are being diluted 30% prior to being run on the advia chemistry xpt instrument. It is unknown if patient sample results were reported to the physician(s). There were no reports of adverse health consequences due to the possible discordant results for hemoglobin a1c_3.